Event description:
It was reported that the caller experienced a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support in performing a complete pump reset, after which the error did not reappear, and the sensor session was successfully initiated.